Manufacturer narrative:
(B)(4).

Event description:
It was reported that missing sensor wire occurred. The sensor was inserted on (B)(6) 2024. No product was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that missing sensor wire occurred. The sensor was inserted on (B)(6) 2024. The product was evaluated. A visual inspection was performed and was unable to perform an investigation on the complaint because the sensor pod was not received. External visual inspection was performed and passed. The complaint of a missing sensor wire was undetermined. A probable cause could not be determined.